Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a high myopic outcome one month post implant. Allegedly, there was a decentration of the lens. An anterior vitrectomy, lri (limbal relaxing incisions), and a lens exchange for a different model were performed approximately one and a half months post implant.